Event description:
Event description guidant received information that after being in service for only one week, this right ventricular lead was surgically abandoned and replaced, due to lead dislodgement.